Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "lens was implanted without one haptic" (component missing [haptic]); "lens is a bit decentralized" (malposition of device [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was implanted without one haptic as there was no opportunity to use a different iol (no back-up lens available). The surgeon reported that the surgery was successful; the iol is positioned behind the capsulorhexis, a bit decentralized; and that ucva is a 0.6 (20/32). Additional information has been requested.